Manufacturer narrative:
(B)(4); labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a painful skin reaction with redness, inflammation, pustules, infection, under entire patch area. The patient contacted a healthcare provider (hcp) and was given a prescription for an oral antibiotic, penicillin. At the time of the report the patient stated that he was stable and that the swelling had reduced. No additional patient or event information is available.